Event description:
An (B)(6) female pt's husband contacted zoll customer support to report a code 204. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 204) was confirmed. As received, the monitor displayed a service code 204. Upon evaluation, there was an improper output out pins 11 and 12 of component u413 (serial peripheral interface controller area network controller). Y402 (belt communications oscillator clock) was also found to be intermittent. The cause of the code 204 is the improper output from u413 and intermittent component y402. The cause of the improper output from u413 is no communication from component u500 (digital signal processor). The root cause of the defective u500 and intermittent y402 cannot be positively identified. No adverse event resulted from the defective monitor components. The pt received a replacement monitor.